Event description:
This complaint was initially reported to intuitive surgical inc. (Isi) for an unrelated problem. The customer reported an error message of 23022 indicated a brake fault on a endoscopic camera manipulator (ecm) during startup. No patient involvement or impact occurred. The ecm was replaced to correct the reported problem. However, secondary isi failure analysis findings associated with the returned part deem this even to be reportable. In particular, the patient side manipulator (psm) arm failed the brake weight drop test during failure analysis. Although this failure was found during in-house testing, and no patient involvement, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The psm arm pn 380079-08 was returned to isi for failure analysis. Failure analysis found that the psm failed the weighted brake drop test. The psm passed sine cycle test, failed friction test on axis 1, passed friction test on axis 2, failed pot jitter test only on axis 5. No cables were found barber-poling. The newest brakes were installed, brake gears, brake bearings and brake shaft. The harmonic drive and axis 2 brake were replaced. All potentiometers were replaced. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.